Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 117545 with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had "poor barrier".